Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that the up and down arrow buttons are intermittently responsive. The patient reportedly wore the pump attached to a belt and did not clean it. The patient stated a protective skin was used. The keypad was reportedly intact and the pump was not exposed to water. The patient claims that was no visible damage on the keypad or pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. The "up" button was found to be intermittently responding. The keypad was removed and contamination was observed under the button contacts. Unrelated to the event the display was found to be dim.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.